Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear exhibited air ingress. Following farapulse applications, an orion mapping catheter was inserted through the faradrive sheath. During aspiration of the sheath, air was noted going out. It was believed that the sheath valve was broken. Additionally, a fluid leak was noted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned.